Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapy for end stage renal disease (esrd). The action with dianeal remained ongoing with the dose not changed. On (B)(6) 2012, the patient was hospitalized. On the same day he experienced peritonitis. On (B)(6) 2012, remedial treatment was started with vancomycin (2 grams, ip) and ciproxin (500 mg, bd). On (B)(6) 2012, the patient was discharged from the hospital. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, was no sample was returned for evaluation. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.